Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that in stent re-occlusion occurred. The subject underwent treatment with two study devices on (B)(6) 2019 as part of the (B)(6) trial. The target lesion was located in right distal superficial femoral artery (sfa) with 100% stenosis. The lesion was 80 mm long with a proximal and distal reference vessel diameter of 6 mm and was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation and placement of the 6 mm x 60 mm x 130cm and 6 mm x 40 mm study stents. Following post dilation, residual stenosis was 0%. On (B)(6) 2019, the subject was discharged with an antiplatelet therapy. On (B)(6) 2020, the subject presented for the 6-month follow-up visit. The subject was noted to have re-occlusion in the 6 mm x 60 mm x 130cm stent in the target lesion. No action was taken to treat the event. At the time of reporting, the event was ongoing.